Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with an indication of primary osteoporosis and compression fracture. It was reported that after the product was inserted into the vertebral body it was attempted to inflate the balloon in the vertebral body, but the balloon did not inflate even though the handle was turned. Therefore, another ibt and inflation syringe was used for dealing with it. The bone quality was not hard either. No rapture occurred. No patient symptoms or complications as a result of this event. No treatment or additional surgery performed as a result of this event. No in-patient hospitalization or prolongation of existing hospitalization necessary. There was a delay in overall procedure time less than 60 minutes. No further complications were reported.